Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this pacemaker, right ventricular (rv) and right atrial (ra) leads. Technical services (ts) reviewed and noted that rhythm seems to be atrial to ventricle dissociation due to a slowed sinus node or an accelerated junctional rate. Ts stated this was causing functional non capture on both the right atrial (ra) and right ventricular (rv) channels. This pacemaker, rv and ra lead remain in service. No adverse patient effects were reported.